Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation medium oval snare was used during colonoscopy procedure on (B)(6) 2013. According to the complainant, the patient had a large polyp that was being removed. The snare was placed around the polyp and cautery was applied. The physician noted that the snare was taking longer than usual to cut the polyp; however, the physician was able to complete the procedure with this snare. There was no reported issue with the non-bsc generator and the correct cord was being used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation medium oval snare was used during colonoscopy procedure on (B)(6) 2013. According to the complainant, the patient had a large polyp that was being removed. The snare was placed around the polyp and cautery was applied. The physician noted that the snare was taking longer than usual to cut the polyp; however the physician was able to complete the procedure with this snare. There was no reported issue with the non-bsc generator and the correct cord was being used. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found the device to have no issues. Functional evaluation found that the complaint device extended and retracted completely. The device passed the electrical test; the electrical resistance was found within manufacturing specifications. The complaint was not confirmed, as the device was within specifications. The unit showed neither evidence of the alleged issues nor any defect which could have contributed to the reported failure to cut. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.